Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. The screw and nail were not returned as they remained implanted. Reported event was confirmed by review of radiographs. Review of the available radiographs identified the following: both sets of images demonstrate intramedullary nail fixation of a distal femur fracture with proximal and distal screws. On the images of (B)(6)2020, alignment and hardware are unremarkable. On the un-dated images, the end cap is displaced and one of the four distal interlocking screws has retracted slightly. Bone quality appears unremarkable on all images. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: 14-444181 offset end cap 12x5mm e 12x5mm 873980. 14-444232 fem nail retro 10.5mm x 320mm mm x 32cm 662480. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01411. 0001825034 - 2020 - 01412. Product remains implanted.

Event description:
It was reported that initial phoenix retro nail surgery was performed. Two weeks post-implantation the screw started to migrate from its original position and the end cap came off. A revision procedure was performed to explant the endcap and re-insert the screw. No additional patient consequences were reported.